Event description:
It was reported that medfusion 4000 pump, has system failure, audible alarm post. Also, top case and bottom case are cracked and need replacement. No patient injury reported.

Event description:
Additional information received via email on 22-03-2022: no patient involvement. Date of event updated.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The seal were broken or removed. The top case was chipped, bottom case cracked and th right plunger case was cracked. There was a primary audible alarm post error in history. The technician performed multiple occlusion test and inspection. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The top case chipped and bottom case cracked were customer induced. Replaced speaker for preventive measure. Replaced damaged top and bottom cases. A corrective and preventative action has been opened to address the reported issue.